Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. Memory review noted a decrease in battery voltage. The charge timeout caused end of life to be set. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Probable cause could not be determined because there is a legal hold on the device and no destructive analysis can be performed to determine the failure mode.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was surgically explanted due to a charge time error code with a premature battery depletion (pbd). The estimated battery longevity dropped from 45% remaining longevity to 8% remaining longevity. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising a charge time error code, and premature battery depletion (pbd) with system impedance at 90 ohms. Ts provided recommendations for device replacement immediately. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for product investigation.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was surgically explanted due to premature battery depletion (pbd). The estimated battery longevity dropped from 45% remaining longevity to 8% remaining longevity. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising a chart time error code, premature battery depletion (pbd) with system impedance at 90 ohms. Ts provided recommendations for device replacement immediately. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for product investigation.